Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that a piece of the dsg23 instrument broke off and may have fallen into the pt's abdomen. The circumstances are unknown. The device was discarded.